Manufacturer narrative:
Both lenses were returned for evaluation. Inspection and evaluation of the lenses confirmed the presence of a zone on the anterior surface on both lenses. The zones are indicative of premature photopolymerization. The patient did not maintain compliance with wearing uv protective eyewear, resulting in the premature photopolymerization.

Manufacturer narrative:
Patient with bilateral light adjustable lens implants (left eye on (B)(6) 2020; right eye on (B)(6) 2020). Patient reported visual disturbances and non-compliance with uv protective wear. Suspected bilateral premature photopolymerization. Both lenses were explanted: left eye was explanted on (B)(6) 2020 and right eye was explanted on (B)(6) 2020. Both lenses are pending return for evaluation. Device history record for the lenses were reviewed. No issues were noted with the device history records. Lens serial number (B)(4) was implanted into the left eye. Manufacturing date of 07/09/2019. Expiration date was 06/30/2022. UDI: (B)(4). Lens serial number (B)(4) was implanted into the right eye. Manufacturing date of 07/17/2019. Expiration date was 06/30/2022. UDI: (B)(4).

Event description:
Patient with bilateral light adjustable lens implants (left eye on (B)(6) 2020; right eye on (B)(6) 2020). Patient reported visual disturbances and non-compliance with uv protective wear. Suspected bilateral premature photopolymerization. Both lenses were explanted: left eye was explanted on (B)(6) 2020 and right eye was explanted on (B)(6) 2020. Both lenses are pending return for evaluation.